Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reported that the device stops working during each examination and the problems is recurrent. The device has been stopped until complete resolution of the problem.